Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump explant for a driveline infection. The patient was transplanted with elevated status. The customer requested the pump to be cleaned and returned.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , did not reveal any findings that would have contributed to the reported event. (B)(6) was returned with the driveline severed approximately 10.5" from the pump housing. The remaining distal portion of driveline was also returned. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm ii patient handbook, rev. C, are currently available. Section 1 of this IFU lists driveline infection as an adverse event that may be associated with the use of the hm ii lvas. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.